Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. (Infection): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It reported that the patient readmitted with purulent drainage from the chest tube site. CT chest was concerning for infection. Per app, blood cultures are currently negative. The patient was taken to the operating room for chest washout. The patient survived the procedure and was successfully weaned at postoperative day 5.5 status post aortic, mitral, and tricuspid valve replacements (avr/mvr/tvr). Transferred to the unit on a low-dose epinephrine infusion for right ventricular support.